Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy procedure, the device wouldn't unlock. The patient was not injured.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).